Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant medical product - unknown femoral head, unknown femoral stem, unknown acetabular cup.

Event description:
It was reported that patient underwent a revision procedure due to poly wear. During the procedure, the acetabular liner and femoral head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Device product code - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni. Initial reporter - ni. Manufacture date ¿ ni.

Event description:
A revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Concomitant medical products: echo bi-metric red proximal profile p/n 192411 l/n 303470; ringloc shell p/n 16-104148 l/n 937350; cocr modular head p/n 163674 l/n 120980; apical hole plug p/n 123741 l/n 198190; ringloc dome screw hole plug p/n 16-116082 l/n 527620; ringloc dome screw hole plug p/n 16-116082 l/n 260010. Therapy date unknown. Reported event was unable to be confirmed. Radiographic review found no evidence of wear, loosening or other malfunction. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.